Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed the peristaltic head tubing leaking. The part was replaced, and the issue was resolved. A review of instrument service history for serial number (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c16000 processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of complaint and trending data associated with the peristaltic head tubing did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect c16000 processing module, serial number (B)(6), or the peristaltic head tubing.

Event description:
The customer observed a falsely elevated creatinine result for one patient on an architect c16000 analyzer. The following data was provided (customer¿s reference range is 59-104 umol/l): initial result was 1437.92, repeat result was 57.98 umol/l. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated creatinine result for one patient on an architect c16000 analyzer. The following data was provided (customer¿s reference range is 59-104 umol/l): initial result was 1437.92, repeat result was 57.98 umol/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.